Event description:
Initial result for a patient tsh was 0.080 uiu/ml. When repeated, the result was 2.50 uiu/ml. The incorrect results were not used to guide patient therapy. The field service representative found the instrument had a faulty sample disk and repaired the instrument by replacing the disk.